Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and a damaged force sensor assembly. The pt reported they connected to their infusion set during the rewind and load cartridge process, and the pump delivered insulin during the load cartridge step. The user guide instructs users to disconnect from the infusion set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind and load process.

Event description:
It was reported that the pt received ER treatment for hypoglycemia. The pt stated that she performed a cartridge change and connected her infusion set during the rewind/load cartridge process. The pt stated that the pump delivered insulin during the load cartridge step.